Event description:
It was reported that due to a sudden rise in svc impedance, the patient alert was triggered. The device tested stable in the office. The alert was programmed to monitor 130ohms after the evaluation to make sure this was a one time event. Trending appears to be normal prior to the alert. The lead and device are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.